Manufacturer narrative:
(B)(4). Method: the iw980 wall mount infant warmer was not returned to fisher & paykel healthcare for evaluation as the customer had elected to repair the unit themselves. Our investigation is based on visual inspection of the photographs provided by the hospital, our knowledge of the product and investigations into similar complaints. Results: visual inspection of the photographs revealed that the upper harness connector was discoloured. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloration was most likely due to poor electrical contact caused by the degradation of the harness connectors. This degradation is likely a result of swivelling of the warmer head. The subject infant warmer is over 11 years old and a reasonable level of wear and tear is expected. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Should the connectors completely fail the infant warmer displays an error code and enters a fail safe state where the heater element is disabled and the infant warmer alarms to allow the user to act and provide an alternate means of warming. The infant warmer technical/service manual also contains a checklist which specifies that users perform safety, performance and functional checks at least once a year.

Event description:
A hospital in (B)(6) reported that an iw980 wall mount infant warmer had a discoloured head harness connector. This was discovered before patient use.